Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with 330cc saline mentor smooth round high profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
On 4/13/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and a valve delamination was found. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).